Event description:
According to the complainant, they have found oxygen connectors disconnected from the resuscitator inside the polybag. Also as the resuscitator is taken out of the polybag the oxygen connector falls off the resuscitator bag. Complainant reported that the number of incidents is unk and there has not been any add'l incidents since this report. The hosp also reported that there was no pt involvement.